Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 08:16:42. During night drain cycle eight, the patient's ultrafiltration reading was 550ml, indicating the home patient (hp) drained 550ml more than their maximum programmed fill volume of 850ml.no additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.